Manufacturer narrative:
The sapien 3 ultra valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided 3mensio report revealed the access vessels had calcification and tortuosity present. Review of the procedural photographs revealed one strut was bent 180 degrees on the partially deployed valve. One (1) strut appeared to still be bent post expansion of the valve. The valve was deployed in a non-target position. Device history review (DHR) was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed no other similar complaints based on the complaint codes. The instructions for use (IFU), device preparation training manual, procedural training manual, and procedural manual were reviewed for guidance involving esheath and delivery system usage. The user is instructed to ensure adequate vessel access and not to use the esheath in tortuous or calcified vessels that would prevent safe entry of the sheath. Additional considerations include proper screening as this is critical to reduce vascular complications. Push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcium. Do not force sheath. Regarding delivery system insertion through sheath: orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. If push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1-2 cm. In expectation of high friction, use short movements. If working length is insufficient, peel away the loader tube and remove while maintaining delivery system and wire position. During the manufacturing process, during incoming inspection, the valve frames undergo 100% visual and dimensional inspections by manufacturing and quality. Following the cleaning and drying cycle, the valve frames undergo 100% visual inspection under a minimum 10x magnification. During manufacturing, all sapien 3 ultra valve assemblies undergo multiple 100% visual inspections. During final assembly, the valve undergoes 100% visual inspection before and after holder attachment. These inspections during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint was confirmed based on the provided case imagery. Due to no device being returned for evaluation, no visual inspection, functional testing, or dimensional analysis was able to be performed. As such, a manufacturing non-conformance was unable to be determined. Review of the DHR, lot history, and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. As reported, 'resistance was encountered during the advancement of a 26mm sapien 3 ultra valve and commander delivery system through a 14fr esheath. The sheath and delivery system were pulled back 'a little', and then readvanced. The push force was resolved. The valve was able to be advanced, aligned and cross the aortic valve. Prior to deployment, it was noted that a stent strut was bent backwards. The decision was made to remove the valve; however, the valve couldn't be pulled back into the sheath. The valve was deployed in the thoracic aorta' and 'following withdrawal of the initial delivery system and sheath. It was reported that the sheath shaft was damaged/punctured by the initial valve'. It was reported the angle of insertion was at 60 degrees. Additionally, per imagery, the patient's access vessels had presence of calcification and tortuosity. The presence of calcification, tortuosity, and steep insertion angle can create a challenging pathway during delivery system advancement. Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification', 'if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system', and 'do not over-manipulate the sheath at any time'. In this case, it is possible that difficulty was encountered during delivery system advancement. So, if excessive force is applied to overcome the resistance, it can lead to the valve struts interacting with the sheath and resulted in a bent strut as observed. These patients and/or procedural condition, in conjunction with the exposed apices of the crimped s3u thv, may increase the rate of frame damage. Although a definite root cause was not able to be determined, available information suggests patient factors (calcification / tortuosity) and/or procedural factors (excessive device manipulation, steep insertion angle) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. Valve remains implanted in the patient.

Event description:
As reported, resistance was reported during the advancement of a sapien 3 ultra valve and commander delivery system through an esheath, resulting in a damaged valve frame. During a transfemoral tavr procedure, resistance was encountered during the advancement of a 26mm sapien 3 ultra valve and commander delivery system through a 14fr esheath. The sheath and delivery system were pulled back 'a little', and then re-advanced. The push force was resolved. The valve was able to be advanced, aligned and cross the aortic valve. Prior to deployment, it was noted that a stent strut was bent backwards. The decision was made to remove the valve; however, the valve couldn't be pulled back into the sheath. The valve was deployed in the thoracic aorta. The initial delivery system and sheath were removed from the patient. A new sheath, valve and delivery system were prepared and successfully used for the procedure. At the time of the report, the patient was doing well. Both valves remain implanted in the patient. Following withdrawal of the initial delivery system and sheath. It was reported that the sheath shaft was damaged/punctured by the initial valve.